Event description:
It was reported during the gastric vein coil embolization procedure, the subject coil detached in the microcatheter. The guidewire was used to push the coil into the aneurysm. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that premature detachment occurred within a microcatheter during gastric vein coil embolization. A guidewire was then used to push the coil out and the case was completed successfully. No anomalies were noted to the device prior to use and there is no indication of a use error. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.